Manufacturer narrative:
H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of programming error by the user which caused over infusion of fentanyl. There was no report of patient injury or medical intervention associated with this event. No additional information is available.